Event description:
Information was received indicating that the downstream occlusion seal of the smiths medical cadd solis vip pump was peeling and cassette issues were noted. No adverse effects were reported.

Manufacturer narrative:
Additional information received via email on (B)(6) 2021 and attached to complaint: events occurred during testing, and not while in use with the patient. Customer clarified that the cassette issue reported was the alarm cassette not attached properly". Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the dso (downstream occlusion sensor) seal was damaged. The customer stated problem was not duplicated. Could not repeat customer stated problem after functional test and calibration, but it was found in the event history log. The dso was replaced as a preventative measure. The dso seal was damaged and was replaced during repair. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.